Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A review of the device history record was performed which confirmed no inconsistencies. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During a medial meniscus repair it was reported that the anchor ended up in the middle of the meniscus rather than on outside of the capsule. T2 came through the capsule. The surgeon may have "deployed it too shallow or pulled too hard when he was cinching it down." The piece was removed from the patient with a grasper. There was a reported two minute procedural delay with no patient injuries or complications. The device is not being returned for analysis.